Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were in the hospital due to diabetic ketoacidosis and they were not sure if it was insulin pump was malfunctioning. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated they had some memory issue and also prior to release they had to meet to trainer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(4). It was reported that the customer was dispatched with emergency medical service and then taken to the emergency room on (B)(6) 2019 due to the diabetic ketoacidosis and high blood glucose level. Blood glucose level of the customer when admitted to the hospital was 800 mg/dl. The customer was unsure about the treatment provided to her. The customer declined troubleshooting for high blood glucose level. The customer stated that the hospitalization event lead because the infusion set might be inserted incorrectly.